Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the user was unable to pull medication. The customer reported that the user experienced malfunction during the dispensing of the medication to the patient resulted delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that they were unable to pull the meds due at 3 am. A technical support specialist verified that messages were being received by the cce interface. The iest or integration engineer confirmed that cce was processing messages. The es server was accessed, and sql server management studio was used to check if messages were queued. If the query returned a value higher than 0, it was run again to see if messages were processing. If the value increased, messages were not being processed. The last received message timestamp was checked. The patient or order example provided by the customer was verified. If not found, the externa lmessages and messaging service debug log files were checked for errors. The system functioned as intended after the field service engineer investigated the device.